Event description:
Reporter indicated patient was undergoing a full revision procedure due to continued pain he was experiencing. It was reported that this pain was a shocking sensation that occurred in the chest and neck, but was not directly related to stimulation. Good faith attempts to obtain explanted products for analysis will be made once surgery occurs.